Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer lost control of the curved-tip sureform 45 stapler instrument on universal surgical manipulator (usm) 4. The technical support engineer (tse) reviewed the logs and found no faults for usm 4. The customer was stapling and was done clamping and then lost control of the instrument. Subsequently, the custom pressed the instrument clutch button, reengaged the clutch, and were able to finish stapling. The customer has since used several instruments and the stapler again, with no additional issues with usm 4. The customer continued with the case. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.